Manufacturer narrative:
The cause for the initial reactive advia centaur xp hbsagii results that were confirmed with the advia centaur hbsag conf assay is unknown. Based on the clinical picture presented by the hepatitis markers, the reactive hbsagii results do not match. Based on the information provided, there was a possible issue with the original sample. Pre-analytic variables can affect the quality of the sample, and can lead to erroneous results. There is insufficient information to determine the cause of the discordant result. Pre-analytical factors or a sample issue cannot be ruled out. The customer noted that the samples are vacutainer tubes from becton dickinson. They are spun at 3500 rpm for 10 minutes. The customers runs approximately 4500 hbsagii samples a month and this was the only false positive result observed. This is an approximate specificity of 99.98%. The assay is performing to specification. No further investigation is required. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." Advia centaur hbsag conf, lot number 247691118, (B)(4), date of manufacture: 04/21/2016, expiration date: 04/21/2018.

Event description:
Customer observed reproducible reactive advia centaur xp hbsagii results that were confirmed with the advia centaur xp hbsag confirmatory (conf) assay. A second sample from the same patient and repeat testing of the same sample several days later were non-reactive. The doctor questioned the hbsagii reactive results and asked to have the patient redrawn. There are no reports that treatment was altered or prescribed or adverse health consequences due to the reactive advia centaur xp hbsagii results and the advia centaur xp hbsag conf confirmed result.